Manufacturer narrative:
Findings: pump received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. Pump unable to prime during prime test due to loose/protruded drive support disk. No alarm noted. Motor error alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, error test, occlusion test, excessive no delivery test due to prime anomaly. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. The customer's blood glucose level was 268 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.